Manufacturer narrative:
The device is returning for analysis. The device has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a percutaneous coronary intervention (pci) was performed on the right coronary artery (rca) with moderate calcification and tortuosity. The 3.5x26mm graftmaster stent delivery system (sds) had failed to cross the rca perforation due to anatomy. No additional treatment or intervention was provided and the perforation had sealed. There was no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.